Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual sample shows an opened thread loop. Under a light microscope, the thread ends of the loop show one broken end and one broken end with a squeezed area. Additionally, strong thread damage was noted on the loop. It seems that the thread was damaged during use or during the time of implantation.

Event description:
It was reported that a patient underwent knee surgery on an unknown date and suture was used. Three weeks post operatively, the suture broke. The patient underwent a reoperation and the suture was surgically removed.